Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While seroma is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. Available information indicates no device will be returned and/or additional information will be provided. We therefore, consider this report complete to the best of our current knowledge.

Event description:
On (B)(6) 2010 - umbilical hernia repair with implantation of bard ventralex mesh placed below the fascia, not intraperitoneally. In (B)(6) 2010 - pain and redness occurred in the cranial part of the wound. On (B)(6) 2011 - renewed pain with redness and swelling. On (B)(6) 2011- bard ventralex mesh explanted. Tissue ingrowth noted into polypropylene side of patch. Slightly purulent fluid collection (seroma) was noted. The hernia defect was repaired with direct closure. Intra-op smear: no micro organisms detectable. Postop course unremarkable. No wound irritation.